Manufacturer narrative:
This report involves a patient who experienced "inflammation in the left lower abdomen" in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced an inflammation of the lower abdomen that included soreness and pain. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. Treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.